Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6); implanted: explanted: product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller reported patient saw rm04 starting about a month ago and has been seeing it more often as time has gone on and now seeing it each time charging. Patient also saw system error as well. Caller noted implantable neurostimulator (ins)  is a bit deep and may have moved slightly since time of implant. Caller inspected controller not noting anything too out of ordinary. Caller has other equipment she will try with patient and call us back to possible swap out if needed. No symptoms were reported.